Manufacturer narrative:
Mitek medical safety department discovered this published white paper detailing a historical event in which some mitek devices were implicated. It cannot be confirmed that this issue had been previously reported to mitek, so an adverse event report is being filed to document the experience described in the article. At this point in time, no further action is warranted. However, this file will remains receptive to any potential forthcoming information received that is pertinent and germane to this issue. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI - unavailable. No product details are available.

Event description:
This report is being filed after the subsequent review of the following literature article: adverse events associated with biodegradable lactide-containing suture anchors. Authors: cobaleda aristizabel andres f., m.d., sanders eric j., b.s., barber alan f., m.d. Arthroscopy: the journal of arthroscopic and related surgery, vol 30, no 5 (may), 2014: pp 555-560. (B)(4).